Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient removed sensor and could see sensor wire present in sensor pod. Upon sensor removal, patient claimed that sensor wire was protruding from skin. At the time of the event, patient was not experiencing any discomfort from insertion site. Dexcom has issued an rga for patient to return device to be investigated.